Event description:
Meter name: one touch ultra. Strip name: lifescan ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "spacing out and wound up". A patient reported they were unable to test on the meter. Their meter allegedly had no power. The result on their meter was unable to test. No comparison. Not treated. Customer taking insulin on a guess. No further information has been reported.